Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test kit for two (2) tests using unknown lot numbers performed on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023. Repeat testing was performed on the same day and generated a positive result. Initial testing was performed via an unknown platform and generated a negative result on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.